Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be specified. However omsc presumed with following results that the nozzle of the subject device was clogged with foreign material such as pieces of cloths used for reprocessing. Device inspection result of olympus europe se & co. Kg (oekg) showed white fibrous material in the nozzle. According to former similar case, the nozzle was clogged with foreign material such as gauze, pieces of peripheral device, human body fluid, adherent matter from used chemical agents. The instructions for safe use (IFU) calls user¿s attention to the following: - all cloths used in reprocessing are recommended to be lint-free. - to prevent clogging of the air/water nozzle of the endoscope, flush water into the air/water channel. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection at the service department of olympus (B)(4), that it was found a debris in the mouth of air/water nozzle at the distal end of the subject device. The subject device had been returned from the user because the channel was blocked and no air flow which had found during the cleaning by the user. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device was returned to the service department of (B)(4) but has not been returned to omsc. The service department of (B)(4) checked the subject device for evaluation. A full technical evaluation was completed in accordance with the specification. The followings were found in the relation to no flow: -outlet pipe condition; blocked -air channel ¿ volume - blocked -water channel ¿ volume - blocked -water removal; failed -water channel volume - blocked the subject device was visually inspected externally for any obstructions that could be attributed to no air flow. Remnants of white debris were found protruding from the mouth of to the air/water nozzle. This white debris did not originate from the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.